Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device was received with a cracked reservoir tube lip, a minor scratched lcd window, a cracked lcd window and a cracked case at the display window corner. Device passed the idle current measurement test, run current measurement test, self test, off no power test and displacement test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected battery issues/anomalies noted. All buttons functioning properly. However, found corroded keypad traces during visual inspection. The keypad connector j2/lcd locked properly during visual inspection. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the up and down buttons were not working sometimes. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.